Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys troponin t hs (high sensitive) stat (short turn around time) assay (tnths stat) results for 2 patient samples tested on a cobas e 411 immunoassay analyzer. Patient 1 initial tnths stat result was 37.36 pg/ml, with a data flag. On (B)(6) 2018 the same sample was retested with a result of 26.05 pg/ml, with a data flag patient 2 on (B)(6) 2018 had an initial tnths stat result of 18.68 pg/ml, with a data flag. The same sample was retested on (B)(6) 2018 with a result of 17.46 pg/ml, with a data flag. For both patients the initial and retest tnths stat results were released outside of the laboratory. The field engineering specialist found torn pump tubing and repaired the damaged tubing. Following the service activities the customer retested both patient samples on (B)(6) 2018. Patient 1 tnths stat result following the analyzer repair was 5.20 pg/ml. Patient 2 tnths stat result following the analyzer repair was 31.77 pg/ml. There was no allegation of an adverse event. The troponin t hs stat reagent lot was 267654 with an expiration date of 31-jan-2018. Both performance and precision testing have been performed on the analyzer. The investigation is currently ongoing.

Manufacturer narrative:
The performance and precision testing performed by the field engineering specialist had acceptable results. Further analysis of the analyzer alarm trace showed no history of an issue around the time of the results in question. The torn/damaged pinch tubing was determined to be the root cause of the issue.